Event description:
Literature: williams, s.e., ernst, t., birns, j., autonomic failure following deep brain stimulation for parkinson's disease, british journal of hospital medicine, volume 73, number 3 (2012). Summary: this article reports a case of significant worsening of orthostatic hypotension following deep brain stimulation for treatment of parkinsonian tremor and discusses the potential mechanisms involved. Reported events: a (B)(6) man, diagnosed with idiopathic parkinson's disease after reporting recurrent blackouts, had been implanted with a deep brain stimulator, which had provided complete symptom relief for two years. After two years, he reported a return of the recurrent blackouts when sitting up from a lying position or standing from a sitting position. Investigation revealed significant hypotension during episodes of unresponsiveness and holter monitoring demonstrated first degree heart block and pauses of up to four seconds. Despite interventions including a pacemaker, increased fluid intake, compression stockings and midodrine therapy, the patient remained wheelchair bound and declined further investigations.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events.